Manufacturer narrative:
Section a patient identifier reached maximum character limit, the full ID is (B)(6). Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed elevated sodium when processing on alinity c processing module. The customer observed elevated sodium results for samples that were repeated using spare samples for the same patient generating normal results of 137-141 mmol/l. On (B)(6) 2026, ID (B)(6) (72-year-old female) generated sodium of 162, 161 mmol/l that repeated with different spare sample of 137 mmol/l on the same alinity c processing module. The same sample, sid (B)(6), was also tested on another instrument with sodium of 162 mmol/l for troubleshooting. No abnormal results were reported to clinicians. No impact to patient management was reported.